Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that the rn reported receiving persistence helium loss alarms on the intra-aortic balloon pump (iabp). Placement of the intra-aortic balloon (iab) was verified, no blood or kinks noted in the tubing, waveforms were good with no other issues. A competitor's iab and adaptor was used with the pump. As a result, the pump was swapped out and the alarms resolved. There was no report of patient complications, serious injury or death.